Event description:
The pump was returned for investigation. Investigation of the pcb showed a misaligned solder joint connection. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that a no cartridge detected was recorded in the black box on the reported failure date. During the first load step attempt, the pump failed to recognize the cartridge giving a no cartridge detected warning. Investigators were unable to take the force sensor calibration reading due to the load step malfunction. The pump was opened and the pcb inspection shows a misaligned solder joint connection. Device history record review was conducted on (B)(4) 2012. With the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).